Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock that was considered to be inappropriate. Technical services reviewed the episode and noted a clear rate and morphology change occurred. The initial heart rate was about 130 bpm, then the arrhythmia was just below the programmed conditional zone at 190-1895 bpm, eventually increasing to over 200 bpm. The morphology was not sufficiently correlated with the template and the shock was delivered. Post shock, the rate did not immediately slow, with intervals at 195 bpm about 8-10 seconds post shock, suggesting most likely this was a supraventricular tachycardia (svt) or an aberrant rhythm. No adverse patient effects were reported. At this time, the device remains implanted and in service. The patient received another inappropriate shock about two weeks later that showed the same elevated heart rate and morphology change. Technical services discussed testing the other vectors and performing an exercise test to see if the different vector would manage the morphology change better, as well as considering rate control medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock that was considered to be inappropriate. Technical services reviewed the episode and noted a clear rate and morphology change occurred. The initial heart rate was about 130 bpm, then the arrhythmia was just below the programmed conditional zone at 190-1895 bpm, eventually increasing to over 200 bpm. The morphology was not sufficiently correlated with the template and the shock was delivered. Post shock, the rate did not immediately slow, with intervals at 195 bpm about 8-10 seconds post shock, suggesting most likely this was a supraventricular tachycardia (svt) or an aberrant rhythm. No adverse patient effects were reported. At this time, the device remains implanted and in service. The patient received another inappropriate shock about two weeks later that showed the same elevated heart rate and morphology change. Technical services discussed testing the other vectors and performing an exercise test to see if the different vector would manage the morphology change better, as well as considering rate control medications.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock that was considered to be inappropriate. Technical services reviewed the episode and noted a clear rate and morphology change occurred. The initial heart rate was about 130 bpm, then the arrhythmia was just below the programmed conditional zone at 190-1895 bpm, eventually increasing to over 200 bpm. The morphology was not sufficiently correlated with the template and the shock was delivered. Post shock, the rate did not immediately slow, with intervals at 195 bpm about 8-10 seconds post shock, suggesting most likely this was a supraventricular tachycardia (svt) or an aberrant rhythm. No adverse patient effects were reported. At this time, the device remains implanted and in service. The patient received another inappropriate shock about two weeks later that showed the same elevated heart rate and morphology change. Technical services discussed testing the other vectors and performing an exercise test to see if the different vector would manage the morphology change better. Additional information was received. About two years later, the patient received a new inappropriate shock. The episode showed a rate of about 103 bpm with double counting of signals. It was noted the sensing vector was not changed after the previous inappropriate therapy and remains programmed to the secondary vector. An email was sent to the clinic notifying them of the inappropriate therapy and recommending further review. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock that was considered to be inappropriate. Technical services reviewed the episode and noted a clear rate and morphology change occurred. The initial heart rate was about 130 bpm, then the arrhythmia was just below the programmed conditional zone at 190-1895 bpm, eventually increasing to over 200 bpm. The morphology was not sufficiently correlated with the template and the shock was delivered. Post shock, the rate did not immediately slow, with intervals at 195 bpm about 8-10 seconds post shock, suggesting most likely this was a supraventricular tachycardia (svt) or an aberrant rhythm. No adverse patient effects were reported. At this time, the device remains implanted and in service. The patient received another inappropriate shock about two weeks later that showed the same elevated heart rate and morphology change. Technical services discussed testing the other vectors and performing an exercise test to see if the different vector would manage the morphology change better. Additional information was received. About two years later, the patient received a new inappropriate shock. The episode showed a rate of about 103 bpm with double counting of signals. It was noted the sensing vector was not changed after the previous inappropriate therapy and remains programmed to the secondary vector. An email was sent to the clinic notifying them of the inappropriate therapy and recommending further review. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. Additional information was received. The patient received another inappropriate shock in (B)(6) 2024. Oversensing was observed, due to the wide-complex tachycardia. It was noted the rate was about 200 bpm while the therapy zone was programmed to 240 bpm. An email was sent to the clinic notifying them of the inappropriate therapy and recommending further review. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.